Manufacturer narrative:
(B)(4). Conclusion: the actual device involved in this event was returned for evaluation. The device was visually evaluated and no defects were noted with the needle.

Manufacturer narrative:
Date sent to the FDA: (B)(4) 2012. (B)(4). The product upon which this medwatch is based is anticipated. Once the product is received, any further information derived from the evaluation will be submitted in a supplemental 3500a form. This is one of six medwatches being submitted as six devices were involved in this event. See also medwatch 2210968-2012-00927, 2210968-2012-00928, 2210968-2012-00929, 2210968-2012-00930 and 2210968-2012-00932. The same patient is represented in each medwatch.

Manufacturer narrative:
Conclusion: a representative sample from the same lot number as the actual device was returned for evaluation. The device was visually evaluated and no defects were noted. In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Event description:
It was reported that a patient underwent a cesarean section procedure on (B)(6) 2012 and suture was used. While closing the subcuticular layer the suture detached from the swaged part of the needle too easily. Another suture was used. There were no adverse patient consequences reported.